Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the disposable needle would not suction. The user site reports that the disposable needle tested without issue; however, after firing, it would not sample, pull saline or administer lidocaine. It was reported that the disposable needle was replaced and again tested without issue, but then the remote driver stopped working and the device displayed an error. It is reported that the patient procedure could not be completed and the patient was rescheduled. A hologic field service engineer (fse) in conjunction with remote hologic technical support were dispatched to examine the device. It is reported that the fse tested the system with a test needle and the system passed testing. It is further reported that technical support logged into the system remotely and updated the node software. The system was again tested with technical support still remotely logged in and the system passed testing.